Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving a shock. Upon interrogation, an inappropriate shock was noted on the patient¿s device. Programming changes were made which prevented inappropriate therapy. Patient was stable and will continue to be monitored normally.